Event description:
The pt experienced an overstimulation sensation and the stimulation was in the wrong location. He stated he was feeling stimulation in different places recently. He noted one experience where he was pulling out of his driveway and he felt stimulation increase by three times. The pt felt that the leads had moved. The pt was at home. The pt planned to make an appointment with his physician. Add'l info has been requested, a follow-up report will be sent it add'l info becomes available.

Manufacturer narrative:
(B) (4)